Event description:
Information was received indicating that during testing of a smiths medical cadd cassette reservoir, no disposable alarm was noted, and 33.3ml of infusion was remaining. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4).a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: five cadd cassette reservoir and one pictures were returned for the evaluation of the reported issue. The picture showed the top view of a cassette product from flow stop model. The cassette pump tube showed air bubbles. A visual inspection was conducted at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample don?t present any damages, scuffs, pinch marks, cracks, crazing, etc. That could have caused the failure mode reported. Functional testing was performed, and the samples were fully priming and connected without difficult, the pump was set running. No air bubbles generated in the cassette used and no alarms were activated. The complaint was not confirmed due to samples were tested and no alarms were activated.

Manufacturer narrative:
Other text: b3) customer provided additional information that the event date was on (B)(6) 2021.